Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer was hospitalized in (B)(6) of 2014 for diabetic ketoacidosis and a blood glucose level of 590 mg/dl. The customer expressed the following symptoms of her high blood glucose level: vomiting. The customer was released after two days in intensive care. Th customer stated she was receiving no delivery alarms from her insulin pump and having reservoir issues prior to her hospitalization. The customer also stated her health care provider believed there was an insertion site problem. Troubleshooting was declined. The product is not being returned. Nothing further was reported.